Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the communicator had shorted out and started smoking as reported by the patient. It was also determined that the communicator had a burn on the side and possibly some water got on the communicator as patient advocates were washing dishes near it. A boston scientific (bsc) company representative verified no injuries or damages reported. A replacement communicator was then sent to the patient's address. The communicator is out of service. No adverse patient effects were reported.